Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.

Event description:
A customer reported taking insulin based on their meter readings and then reportedly became sick and started throwing up. The customer was reportedly taken to a hospital where they reported having a reading 200 points higher than their meter. They were reportedly diagnosed with severe hyperglycemia and treated with an intravenous insulin medication. There was no report of death or permanent impairment associated with this event.